Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, intermittent capture was observed on the left ventricular lead. No patient symptoms were reported. The lead was capped and replaced with an epicardial variant. The patient was noted to be in stable condition following the procedure.